Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had some complications/soreness in his back around the implant area. They didn't know if the ins was causing the pain, but the implant was proven to be non-essential for him as it has not produced any satisfaction. They tried working on it for 5-6 months, but it felt the same and didn't really do anything. In order to get feeling, the patient had to increase stim and then anytime he coughed or sneezed stim felt too high like it was "about to knock you to your knees." The patient wanted an MRI and then to remove the ins to see if it relieved any back pain. If not, they would then move on to a different plan. Due to not using the device for a month or 6 weeks, the ins was discharged. The patient reported on (B)(6) 2021 that they returned to their implanting physician and asked to have their spinal cord stimulation system removed as it was over the top of his back pain; however, the physician indicated that the spinal cord stimulation system was not the cause of the pain and denied the patient's request for removal. The patient has since found another doctor who is interested in removal and for necessary lower back repair surgery which is not caused by the spinal cord stimulation system. The patient needs the lower back repairs, and the spinal cord stimulation was over their target pain area. They gave the spinal cord stimulation a try in hopes of some ankle replacement pain relief. The patient noted that the manufacturer representative has always been a great help. The patient is having the system removed on (B)(6) 2021.